Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before surgery lens that had a failure in the operating room today, it seems that the injector passed over the haptic and procedure was completed on the same day by another lens. The patient experienced no damage, and their condition has been resolved at this time. Additional information has been requested.